Event description:
An employee complained of difficulty breathing while working in a room where an uncovered tray of disopa solution was used. The employee went to the ER and was treated with steroid instillation. The next day, the employee visited her physician and was prescribed predonine. Her physician stated that the symptoms were due to oversensitivity.